Event description:
The spinal needle in adult lumbar puncture tray was defective and didn't break but was leaking between the plastic hub and the needle shaft during a lumbar puncture for medication trial where a medication needed to be administered via the spinal needle intrathecally. Therefore, provider needed to remove that spinal needle and insert a second spinal needle (not in kit) to assure administration of the full dose of medication. So, patient ended up needing 2 lumbar punctures due to defective spinal needle in kit. Defective 20g x 3 1/2 spinal needle, clear hub, sterile. Catalog#4301c adult lumbar puncture tray; lot. 0001437658 also this tray was missing the pvp triple swabsticks packet and the prep well (chloraprep swabstick) so we had to add the preps to the sterile field.